Event description:
During a remote follow-up, a decreased sensing value and episodes of noise were noted on the right ventricular (rv) lead due to oversensing. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of oversensing was not confirmed.